Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, gravida I and parity 1. Concurrent conditions included flank pain, back pain, blood urine present, nausea, vomiting, lower abdominal pain, urination difficulty, ureterolithiasis, uti, renal colic, dysmenorrhea, hypermenorrhea, irregular menstruation, hypertension, thyroid disorder, cervicitis, nabothian cyst, calculus of ureter, tobacco use disorder and pyelogram. Concomitant products included esomeprazole, ketorolac tromethamine (toradol), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and pethidine hydrochloride (demerol). In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam, alprazolam (xanax), desvenlafaxine succinate (pristiq), piroxicam (paxil), quetiapine fumarate (seroquel) and surgery (on (B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2002 (previously reported) and in current follow up its mentioned as (B)(6) 2012. Discrepancy noted in essure confirmation test: previously mentioned that hysterosalpingogram done and in current follow up its mentioned that plaintiff does not undergo essure confirmation test. Discrepancy noted in date of birth ((B)(6) 1978) (per ppf) she was treated for bleeding, psychotic injury and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: outcome of event pelvic pain, menorrhagia, urinary track infection changed from unknown to recovered/ resolved. Reference and rcc was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, gravida I and parity 1. Concurrent conditions included flank pain, back pain, blood urine present, nausea, vomiting, lower abdominal pain, urination difficulty, ureterolithiasis, uti, renal colic, dysmenorrhea, hypermenorrhea, irregular menstruation, hypertension, thyroid disorder, cervicitis, nabothian cyst, calculus of ureter, tobacco use disorder and pyelogram. Concomitant products included esomeprazole, ketorolac tromethamine (toradol), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam, alprazolam (xanax), desvenlafaxine succinate (pristiq), piroxicam (paxil), quetiapine fumarate (seroquel) and surgery (on (B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection had resolved, the vaginal haemorrhage, depression, anxiety and dysmenorrhoea was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2002 (previously reported) and in current follow up its mentioned as (B)(6) 2012. Discrepancy noted in essure confirmation test: previously mentioned that hysterosalpingogram done and in current follow up its mentioned that plaintiff does not undergo essure confirmation test. Discrepancy noted in date of birth ((B)(6) 1978) (per ppf) she was treated for bleeding, psychotic injury and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received. Events outcome of : vaginal hemorrhage, dysmenorrhea depression , anxiety ,uti were updated to recovering.fu 8 and 9processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, gravida I, parity 1 and menorrhagia. Concurrent conditions included flank pain, back pain, blood urine present, nausea, vomiting, lower abdominal pain, urination difficulty, ureterolithiasis, uti, renal colic, dysmenorrhea, hypermenorrhea, irregular menstruation, hypertension, thyroid disorder, cervicitis, nabothian cyst, calculus of ureter, tobacco use disorder and pyelogram. Concomitant products included esomeprazole, ketorolac tromethamine (toradol), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam, alprazolam (xanax), desvenlafaxine succinate monohydrate (pristiq), piroxicam (paxil), quetiapine fumarate (seroquel) and surgery (on (B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, heavy menstrual bleeding and urinary tract infection had resolved, the vaginal haemorrhage, depression, anxiety and dysmenorrhoea was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2002 (previously reported) and in current follow up its mentioned as (B)(6) 2012. Discrepancy noted in essure confirmation test: previously mentioned that hysterosalpingogram done and in current follow up its mentioned that plaintiff does not undergo essure confirmation test. Discrepancy noted in date of birth ((B)(6) 1978) (per ppf). She was treated for bleeding, psychotic injury and bladder/urinary problems. Discrepancy noted in date of insertion: (B)(6) 2009. Trailing coils: three coils were visible on the left, two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain lot number: 664441; manufacture date: 2009-08; expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, gravida I, parity 1 and menorrhagia. Concurrent conditions included flank pain, back pain, blood urine present, nausea, vomiting, lower abdominal pain, urination difficulty, ureterolithiasis, uti, renal colic, dysmenorrhea, hypermenorrhea, irregular menstruation, hypertension, thyroid disorder, cervicitis, nabothian cyst, calculus of ureter, tobacco use disorder and pyelogram. Concomitant products included esomeprazole, ketorolac tromethamine (toradol), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam, alprazolam (xanax), desvenlafaxine succinate monohydrate (pristiq), piroxicam (paxil), quetiapine fumarate (seroquel) and surgery (on (B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection had resolved, the vaginal haemorrhage, depression, anxiety and dysmenorrhoea was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2002 (previously reported) and in current follow up its mentioned as (B)(6) 2012. Discrepancy noted in essure confirmation test: previously mentioned that hysterosalpingogram done and in current follow up its mentioned that plaintiff does not undergo essure confirmation test. Discrepancy noted in date of birth (02dec1978) (per ppf) she was treated for bleeding, psychotic injury and bladder/urinary problems. Discrepancy noted in date of insertion: (B)(6) 2009. Trailing coils: three coils were visible on the left, two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received: lot number, medical history, reporter information, patient's aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, gravida I and parity concurrent conditions included flank pain, back pain, blood urine present, nausea, vomiting, lower abdominal pain, urination difficulty, ureterolithiasis, uti, renal colic, dysmenorrhea, hypermenorrhea, irregular menstruation, hypertension, thyroid disorder, cervicitis, nabothian cyst, calculus of ureter, tobacco use disorder and pyelogram. Concomitant products included esomeprazole, ketorolac tromethamine (toradol), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and pethidine hydrochloride (demerol). In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam, alprazolam (xanax), desvenlafaxine succinate (pristiq), piroxicam (paxil), quetiapine fumarate (seroquel) and surgery (on (B)(6) 2011, hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2002 (previously reported) and in current follow up its mentioned as 01-jan-2012. Discrepancy noted in essure confirmation test: previously mentioned that hysterosalpingogram done and in current follow up its mentioned that plaintiff does not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, depression, mental anguish, dysmenorrhea (cramping) and abdominal pain. Medical history, concurrent condition and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.